Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up, right atrial lead pacing impedance measurements were reported out of range. The patient with this lead is included in a clinical trial; impedance range, nor actual value, was specified. No resulting adverse patient effects were reported and no intervention or other corrective actions were taken. To date, this lead remains implanted and in service.